Event description:
Reported via patient call center. It was reported to the patient call center that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted in 2023. The patient was discharged. The patient reported the 45 day follow up transesophageal echocardiography (tee) was completed, and the patient was taken off anticoagulation medication (plavix) and was only on 81mg asa (aspirin). A few weeks later, the patient reported having had a stroke. A tee was done which showed that the watchman closure device had a leak. A vascular plug was placed, and the patient was put back on anticoagulation medication (eliquis). A good faith effort (gfe) was made to the implanting facility. The cardiovascular clinical analyst reported that the patient was last seen on (B)(6) 2023 for the two (2) year follow up tee. The watchman closure device was documented to be well seated with no evidence of thrombi or para-device leakage noted. Left atrium was dilated. No evidence of vegetation. Left ventricle appeared normal in size and systolic function left ventricular ejection fraction estimated at 55-60% by visual estimation. The implanting facility confirmed that the patient was not seen there for any stroke symptoms.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the [brand name], part # [upn] batch # [lot]. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman laa closure device was implanted, therefore returned device analysis could not be completed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, and cerebral vascular accident (cva) (imaging and additional device required). Risk review: a risk review was completed and confirmed that the events of cva were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the watchman laa closure device was implanted, therefore returned device analysis could not be completed. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, and cerebral vascular accident (cva) (imaging, medication required and additional device required). Risk review a risk review was completed and confirmed that the events of implant did not seal and cva were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported to the patient call center that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted in 2023. The patient was discharged. The patient reported the 45 day follow up transesophageal echocardiography (tee) was completed, and the patient was taken off anticoagulation medication (plavix) and was only on 81mg asa (aspirin). A few weeks later, the patient reported having had a stroke. A tee was done which showed that the watchman closure device had a leak. A vascular plug was placed, and the patient was put back on anticoagulation medication (eliquis). A good faith effort (gfe) was made to the implanting facility. The cardiovascular clinical analyst reported that the patient was last seen on (B)(6) 2023 for the two (2) year follow up tee. The watchman closure device was documented to be well seated with no evidence of thrombi or para-device leakage noted. Left atrium was dilated. No evidence of vegetation. Left ventricle appeared normal in size and systolic function left ventricular ejection fraction estimated at 55-60% by visual estimation. The implanting facility confirmed that the patient was not seen there for any stroke symptoms.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
Reported via patient call center. It was reported to the patient call center that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted in 2023. The patient was discharged. The patient reported the 45 day follow up transesophageal echocardiography (tee) was completed, and the patient was taken off anticoagulation medication (plavix) and was only on 81mg asa (aspirin). A few weeks later, the patient reported having had a stroke. A tee was done which showed that the watchman closure device had a leak. A vascular plug was placed, and the patient was put back on anticoagulation medication (eliquis). A good faith effort (gfe) was made to the implanting facility. The cardiovascular clinical analyst reported that the patient was last seen on (B)(6) 2023 for the two (2) year follow up tee. The watchman closure device was documented to be well seated with no evidence of thrombi or para-device leakage noted. Left atrium was dilated. No evidence of vegetation. Left ventricle appeared normal in size and systolic function left ventricular ejection fraction estimated at 55-60% by visual estimation. The implanting facility confirmed that the patient was not seen there for any stroke symptoms.